Manufacturer narrative:
Age at time of event: 18 years or older. The complaint device was not available for evaluation; therefore, product inspection could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-06550, 2134265-2014-06519. It was reported that automatic pullback failure occurred. During preparation, an opticross¿ imaging catheter was used in conjunction with an ilab ultrasound imaging system and a sled to perform automatic pullback. However, it was noted that the opticross¿ imaging catheter was unable to perform automatic pullback at all. It was confirmed that there was no issue with the ilab. The procedure was completed with another of the same catheter. The same sled was used after the catheter was replaced. No patient complications were reported and the patient's status was good.